Manufacturer narrative:
A specific root cause could not be identified. Calibration and controls were within specification. The customer has not had any further incidents.

Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.038 uiu/ml with a data flag. The sample was repeated on the same elecsys 2010 and the result was 2.65 uiu/ml. The sample was repeated on another elecsys 2010 and the result was 2.59 uiu/ml twice. The result of 2.59 uiu/ml was reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number was 16037402. The field service representative could not determine a cause. He replaced the waste tubing and checked and cleaned the liquid sensors as a preventive action. To verify the analyzer operation, he verified the high voltage was set correctly and ran performance testing with all values in range. The user ran quality control with all values within range.